Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and three (3) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 12/sep/2025 at 10:02:31 and on 15/sep/2025 at 23:39:42, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Review of the controller log files revealed one (1) controller fault alarm logged on 12/sep/2025 at 07:11:39, and multiple event exceptions logged on 12/sep/2025 29/may/2025, indicating an issue with the internal battery. Additionally, review of the alarm log file revealed ten (10) vad disconnect alarms logged between 12/sep/2025 at 08:49:47 and 09:47:42, indicating the controller was powered up without the driveline connected and a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed one (1) controller power up with an associated pump start event was logged on 12/sep/2025 at 10:02:22. Various parameters, including time, patient ID, and pump ID were programmed on prior to the controller power-up event, indicating that the power up event occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed sixteen (16) vad disconnect alarms were logged on 12/sep/2025 between 07:24:35 and 09:09:28, indicating the controller was powered up without the driveline connected and a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Additionally, log file analysis revealed one (1) controller power-up event, with an associated motor start event, was logged on 15/sep/2025 at 23:39:36, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and that a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for seventeen (17) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on 12/sep/2025 at 09:08:07, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting du ring controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "solid red alarm indicator " event. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the vad dis connect alarms can be attributed to a physical disconnection of the driveline from the controller which correlates with the reported controller exchange and powering up the controller without the driveline connected, likely in preparation for the reported controller exchange, and/or troubleshooting during the controller exchange. Additional products: (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 18-dec-2024 h5: no d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: / serial#: (B)(6) d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system - ventricular assist device (vad) d4: model#: 1104 / catalog#: 1104 / expiration date: 30-april-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-april-2019 h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had come to the hospital to receive a controller exchange. The perfusionist had struggled with programming the new controller and used the motor fixture to get rid of the alarms. While programming the controller giving the sixteen ventricular assist device (vad) disconnect alarms on the logfiles the new controller and motor starts with parameters outside of the typical range from the motor fixture being used on (B)(6) 2025, patient received a successful controller exchange, but logfiles showed motor starts with parameters outside of the typical range when the vad was restarted. The site reported that the controller exchange occurred at 9:09 so the motor starts with parameters outside of the typical range prior to 9:09 were during the controller programming. The patient reported waking up to an alarm on (B)(6) 2025, with a solid red alarm indicator and could not recall the message on the screen. The power sources were changed, and the alarm was resolved. A review of log file data showed that the vad exhibited motor starts events with parameters outside of the typical range, and a loss of power on the controller.